Manufacturer narrative:
Film evaluation results are: the cause of the implant difficulties could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for return. Analysis of the returned films did not reveal any characteristics that could explain the reported event. Refer to the analysis of the returned delivery system which is covered in a separate report.

Manufacturer narrative:
Evaluation summary: the complaint was confirmed, there was a break causing the graft cover to separate. The root cause for the event was most likely manufacturing related.

Event description:
An endurant iis stent graft system was selected for use in a patient for the endovascular treatment of an 8cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, while rotating the slider to deploy the endurant iis bifurcate, the radiopaque marker would not move. The physician decided to remove the delivery system from the patient without incident and it was noted the graft cover had broken into two pieces. It was noted that access was large but the patient had large abdominal and iliac artery aneurysms which made it difficult to deliver device. There was a lot of manipulation during device delivery, but it was not believed that the device was not twisted too much. It was also reported that a sheath was not used during the procedure. The physician used another endurant delivery system to complete the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.